Manufacturer narrative:
It was originally reported that 39 devices experienced the reported issue; however it was later determined there were 53 devices experiencing the reported issue. The final 14 devices were evaluated by the user and were determined to have worn components.

Event description:
This report summarizes 53 malfunction events, where it was reported the brakes wouldn't hold. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. Four devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 34 devices were evaluated in the field and the issue was confirmed; 28 devices had worn components, seven devices had broken/damaged components, two devices had bent components, and one device had loose components. The devices were repaired and returned. One device was not made available for testing by the customer; no cause was established. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 39 </noe> malfunction events, where it was reported the brakes wouldn't hold. There was no patient involvement.